Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred and that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The customer gave a correction bolus via the pump to address bg. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with high ketone levels. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.